Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service, along with the ventak mini implantable cardioverter defibrillator (ICD). Paperwork returned with the ICD indicated that the patient had a sustained ventricular tachycardia, and the ICD's therapy was exhausted (through 5 shocks) without converting the arrhythmia. Further investigation indicated that a surgery was performed to reposition the lead, and the lead was nicked during the surgery. The physician elected to remove and replace the entire system.